Event description:
An alarm 2 followed by an alarm 26 was reported. There was no adverse impact to the customer's blood glucose level. The caller noticed insulin pooling and debris in the pneumatic tap area after removing the cartridge, although no cracks were visible on the cartridge. The issue was identified as an occlusion due to improper seating of the cartridge. Technical support instructed the caller to clear debris from the pneumatic tap area and change supplies, which allowed the customer to successfully resume insulin therapy.